Event description:
It was reported that during the procedure a small sliver of metal was seen falling off the trial upon impaction of the trial. No injuries or delays reported. Backup device available.

Manufacturer narrative:
Additional information: h4, d4.the device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned jrny ii tka fem trial lt sz 4. The femoral trial is damaged. The trial has multiple deep gouges and burrs in the metal. This instrument was manufactured in 2013, and it exhibits signs of excessive use and wear. A clinical evaluation was conducted and based solely on the product evaluation, the root cause of the damage or broken component is likely due to age related wear. The small sliver of metal retained is comprised of 17-4 stainless steel a non-implantable material. Without the requested clinical information or radiographs, the location of the small sliver of metal could not be determined. Therefore, the impact to the patient beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.